Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty turning the pump on. Tandem technical support confirmed that the pump was able to be turned on with a different wall adapter. There was no impact to the customer's blood glucose level, as the pump was not being used on the patient at the time of the event.